Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The evaluation results found that white foreign material remined in the air/water cylinder, auxiliary water channel and in the air/water channel. The type of material or root cause could not be identified. The events can be detected and prevented in accordance with the following IFU. Important information ¿ please read before use_ warnings and cautions operation manual_ insertion_ air/water feeding and suction_ air/water feeding warning: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Additionally, the reportable malfunction of burnt probe cover was identified during investigation; however, the root cause could not be identified based off the information provided. The events can be detected and prevented in accordance with the following IFU. The event can be detected in accordance with the following IFU. Operation manual_ inspection of the endoscope inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited the air/water cylinder (a/w cylinder),a/w tube, jet tube (j-tube) had foreign objects, additionally, the j-tube control unit was clogged. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.